Event description:
The customer reported the system was arcing and displayed overload faults during procedures and concluded that the x-ray tube needed replacement. This error may cause the system to shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced. The system was then found to be operating as intended.